Event description:
Unsolicited communication. Patient reported she has been trying to prime her tubing for the last 3 hours she is getting a downstream occlusion alarm on her cadd solis pump whenever she tries priming. She verified she did not have any kinks in tubing and that the tubing was correct side (filter side closer to her body than to the pump). She changed tubing and pump once and is still getting the alarm. She also changed her invision connector. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Did the reported product fault occur while in use with the patient? ¿ yes. Did the product issue cause or contribute to patient or clinical injury? ¿ no. Is the actual device available for investigation? Yes, upon patient return. Did we replace the device? Not at this time. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? ¿ yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Ongoing. Reported to (B)(6) by: patient/caregiver.